Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the md met with difficulty while inserting the sheath into the pt's right femoral artery. As a result, another cath lab sheath introducer set was used for the insertion. There was no reported pt death, injury, or complications. Medical/surgical intervention was not required. Therapy was not delayed or interrupted and the pt outcome is listed as good. Additional info received stated that per the md the tip of the sheath was bent while it was being inserted into the pt and the second sheath was inserted into the same insertion site (right femoral vein).